Manufacturer narrative:
The investigation is in process. Multiple attempts have been made to obtain more information regarding this event. If additional information is received, a supplemental report will be submitted accordingly. When the investigation is complete, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had a distal femoral replacement revision surgery scheduled for (B)(6) 2022. This surgery was cancelled due to the patient's condition. It is unknown what complications the patient is experiencing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
An MDR was submitted for this event on 21 july 2022. Additional information was received on 22 july 2022 which confirmed that this patient does not have any onkos surgical devices implanted, therefore, this report is being cancelled. There was no onkos surgical device involvement in this adverse event.

Event description:
An MDR was submitted for this event on 21 july 2022. Additional information was received on 22 july 2022 which confirmed that this patient does not have any onkos surgical devices implanted, therefore, this report is being cancelled.